Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was experiencing power elevations. The patient's lactate dehydrogenase levels were rising and the patient's pump was making noises when auscultated. The patient had a pulse and they were able to record a systolic blood pressure. A ramp study was performed and showed the aortic valve opening every beat and the heart not unloading up to 10,000rpm. The pump speed was increased to 12,000rpm and the aortic valve was closed, so the decision was to keep the patient on argatroban to treat heparin-induced thrombocytopenia and avoid pump replacement. On the evening of (B)(6) 2015, the patient began experiencing red heart alarms throughout the night. The next day, due to the red heart low flow alarms, an emergent exchange was planned for the patient. When the patient was moved from the bed to the operating table, the "jiggling" action resulted in the pump to begin working again and the noises in the pump to diminish. At that time, it was decided not to complete the pump exchange and to carefully monitor the patient. The patient subsequently expired on (B)(6) 2015. The cause of expiration was noted to be coagulopathy and was reported to be device/therapy related.

Manufacturer narrative:
Device evaluation thrombus formations were confirmed through the evaluation of (B)(4). The device was returned assembled with the driveline (dl) cut approximately 8 inches from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow elbow was returned attached to the pump¿s outlet port with the sealed outflow graft returned detached from the device; however, the remainder of the sealed outflow conduit (outflow graft bend relief and outflow graft bend relief collar) was not returned. Examination of (B)(4) upon disassembly revealed a thrombus formation surrounding the inlet stator bearing cup as well as the rotor bearing ball which was pulled out of its bore upon disassembly. Its laminated structure and areas of denaturation indicate that this thrombus formation likely developed over an undetermined period of time while (B)(4) was supporting the patient. Although a root cause for the development of the observed deposition could not conclusively be determined through this evaluation, it could have contributed to the patient¿s reported elevated ldh levels. Examination of the inlet elbow upon disassembly of (B)(4) revealed tissue like depositions admixed with loosely clotted blood. Similar depositions were also present within the outlet stator, outflow graft, and along the body of the rotor. These non-laminated depositions appeared consistent with poor surface washing due to a low flow event. The origin of these depositions and the duration for which they were within the pump could not conclusively be determined. The account requested samples be sent for histological analysis. The samples were submitted and were determined to be fibrin clots. These depositions had a ratio of neutrophils to macrophages of less than 1 which suggested an origin dating at least 5 days. It was also determined that the presence of brown pigmentation as well as hemosiderin was indicative of increased rbc breakdown associated with a coagulopathy organization of the clots by fibroblasts. A cause for the formation of these clots could not be determined. Upon removal of the observed depositions, the device was cleaned. The pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 25 days. The lvad was returned for investigation. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.